Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (82 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately 0.044% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral axillary furunculosis or deep infection of the hair follicles leading to abscess formation 68 days post miradry treatment. Aerobe culture results showed presents of staphylococcus aureus and gram negative rods. Oral antibiotics (doxycycline 100mg bid) were prescribed. Patient was instructed to clean the affected area daily with an cln or other antibacterial wash.